Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. It was reported that a small opening was observed at the incision area. This product was explanted and the patient will be implanted with a transvenous system on an unknown date in the future. No additional adverse patient effects were reported. This product is not expected to be returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. It was reported that a small opening was observed at the incision area. This product was explanted and the patient will be implanted with a transvenous system on an unknown date in the future. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.